Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming vent inop and motor fault. The cable was disconnected from the main board to the alarm board and the alarms went away. The alarm board was replaced and the unit operated as intended. There was no patient involvement at the time of the event.